Manufacturer narrative:
The device was returned for analysis. The reported material deformation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A cine was received and reviewed by an abbott vascular clinical specialist who concluded the imaging provided appears to show the distal edge of the xience xpedition 2.75 mm x 23 mm engaging with the proximal inner lumen of a previously deployed non-abbott stent. It does appear that some post dilatation of this area of the deployed stent was performed prior to the introduction of the xpedition stent but it is inconclusive if the stent was sufficiently dilated to its manufactured diameter as its size is not noted within this report. It should be noted, while this is not a contraindication for use per the IFU the current recognized implant technique for stenting multiple sequential lesions within a single vessel is to stent from the distal lesion to the proximal lesion thereby eliminating the need to cross a previously deployed stent and the potential for stent engagement to occur. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the previously implanted stent during advancement to the intended lesion causing the reported failure to advance and subsequent material deformation of the unimplanted stent. There is no indication of a product quality issue with respect to manufacture, design or labeling.h6: device code 1069 - removed.

Event description:
Subsequent to the initial 30 day medwatch report, the following information was provided: the stent did not fracture, however, the stent was damaged. Another device was used to complete the procedure with a good patient outcome. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left main (lm) - left anterior descending (lad) coronary artery that was moderately calcified, moderately tortuous and 90% stenosed. Percutaneous transluminal coronary angioplasty was performed, and a non-abbott stent was placed in the lm-lad coronary artery. Then, a xience xpedition was attempted to be implanted distally, but failed to cross the lesion, even with the use of a buddy wire and buddy balloon techniques. It was reported that the sent fractured. No additional information was provided.